Event description:
It was reported the patient cannot communicate with her scs ipg with either external devices. The patient stated she successfully recharged her ipg two weeks ago. The patient stated she has gained weight since implant. A sjm representative met with the patient and confirmed the patient's ipg would not communicate with external devices. Additional follow-up identified the patient¿s ipg was explanted and replaced with a new one. The patient reported receiving effective stimulation coverage of painful areas postoperative. The reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.